Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the emergency ward, when pretesting prior to insertion, the doctor found saline leaking from the ars. As a result, a new kit was opened and used without issue. There was no reportedly delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) yr old female patient, (B)(6 )with infection shock.